Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported ¿ a catheter issue¿ and a catheter replacement in (B)(6) 2013. The catheter issue was identified as the expected/actual volumes were off. There were no segments left in the intrathecal space. Other actions included a dye study. The patient was noted as doing fine and receiving effective therapy following the replacement. No patient symptoms or drug reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.